Event description:
It was reported that the ilet screen was cracked to the extent that the touchscreen became unresponsive, consistent with external physical damage to the display assembly and resulting device inoperability. Symptoms included no adverse clinical effects, with blood glucose reportedly unaffected. Outcomes included a temporary interruption of ilet therapy and reversion to an alternative insulin therapy. The returned device was received. Investigation of this case included a review of the reported device behavior, case history, and shipping/return logistics. Investigation of this case revealed physical damage to the device screen consistent with external impact, with loss of touch responsiveness but no reported effect on glucose control at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage and not a manufacturing or design defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.